Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6b, if explanted, give date: not applicable. There is no indication the lens was explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the preloaded johnson and johnson (jnj) intraocular lens (iol) were stuck together inside the eye. The doctor had to manually separate them. There were no further complications, and he was able to successfully complete the procedure. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: june 12, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint handpiece was received. Visual inspection under magnification reveal the complaint handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge; the cartridge tip was observed to be torn. The lens module and device assembly was inspected revealing no issues. The plunger rod and plunger rod advancement was inspected revealing no issues. The lens was not received for evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.